Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the open/close sensor had failed, and the latch block had been cracked with the screws sheared off as a result. A field service engineer (fse) had removed the drawer assembly (full height) from the cabinet and removed what was left of the old screws using needle-nose pliers. The fse replaced the screws and installed a new latch block. The fse replaced the latch inseparable component. The system functioned as intended after the field service engineer repaired the device.